Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarm after multiple set changes. Customer's mother did not perform troubleshooting for high blood glucose reading. The customer's blood glucose was 450 mg/dl at the time of incident. Customer's mother tried all remedies, but the issue reoccurred. Customer's mother declined to troubleshoot high blood glucose reading. High blood glucose reading was treated with manual injection. The customer was not using auto mode feature during the serious injury. The set will be returning for analysis. The insulin pump was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.